Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented the monitor image turned green and then blacked out. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the main body has a watertight defect, flooding in the image capture inside the main unit and flooding inside the camera cable. Based on the results of the investigation, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: watertight defect and water had invaded the main unit image capture and camera cable. This may have caused a temporary blackout. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.